Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead, defibrillation coil, and svc (superior vena cava) coil was variable. Additionally, the impedance trend on the svc coil was rising. The analyst noted that since 2013-10-16, the impedances have been variable, and on 2015-05-05, the svc coil impedance rose up to 102 ohms from a trend in the 70-80 ohms range. Concomitant medical products: 429688 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that an alert was triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The pacing and high voltage impedances were varied and have been slowly increasing. The lead remains in use. No patient complications have been reported as a result of this event.